Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# 0207241435, product type: lead. (B)(4).

Event description:
The healthcare professional of the foreign clinical study reported the patient had lead high impedance. The 7th contact was noted to be out of range on the day of implant. No patient signs or symptoms were reported. The lead was explanted and replaced on (B)(6)2016 and the event was considered resolved without sequelae. The etiology was due to the lead and noted to be related to the device or therapy and not related to the implant procedure. The cause of the high impedance was unknown. The patient indication for use was unknown.

Event description:
Additional information was received from the health care provider of a clinical study reporting that the patient experienced loss of efficacy, a few months ago patient had a fall. Device interrogated on (B)(6) 2014 and contacts (B)(4) out of range (contact (B)(4) reported prior). Device re-programmed and he said it had improved his pain relief. Patient had another appointment on (B)(6) 2015 and all (B)(4) contacts were out of range. The patient also experienced difficulty charging and problems aligning with the battery. At the (B)(6) 2015 appointment the patient had problems coupling his device for charging due to poor position of the ins. It was taking a long time and making his skin hot. Patient was advised to change more often for shorter periods. Etiology was a casual relationship to the device or therapy. The lead was then replaced and ins was repositioned during the same surgery on (B)(6) 2016. Outcome was resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# 0207241435 implanted: (B)(6) 2014 explanted: (B)(6) 2016 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the etiology was also probably related to the implant procedure.